Manufacturer narrative:
Records demonstrate that quality system procedures were correctly followed and the finished product met all quality release criteria and specifications were within allowable limits prior to release.

Event description:
Consumer reported upon removal a tampon fell apart leaving pieces inside her vaginal cavity. She was unsure if pledget pieces remained inside and consulted her healthcare provider over the phone. She was told to monitor for symptoms. She did not seek additional medical attention and did not experience any adverse health effects. She believed no pledget pieces remained inside her vaginal cavity.